Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer observed air bubbles within the tubing. Tandem technical support instructed the customer to prime the tubing until the air bubbles were removed. Blood glucose level was 462 mg/dl.